Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further provided that the physician did not know why the patient had underdose symptoms such as shivering, sweating, and more pain. The physician thought that it was possible, that the septum of the pump was not tight and the morphin was not in the intrathecal space but subcutaneous. Regarding the cause of the discrepancy and the needle used it was further noted that it was not clear which needle they used for the refill procedure as they had not always used the company¿s recommended refill kit. The revision occurred on (B)(6) 2014. Only the pump was replaced as there was normal backflow from the liquor. At the moment, the patient was fine and had no more underdose symptoms. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Only the pump was returned and analyzed. As received, the pump infusion rate was set to minimum rate. Nine milliliters of cloudy fluid was removed from the pump reservoir. The pump top shield and fill septum had noted needle activity and damage to the fill septum material. The septum was tested and no leaking was found. The pump memory logs were gathered and no anomalies were noted. The dispense accuracy testing passed. In conclusion the pump fluid path had significant damage to the reservoir septum while implanted but the septum was not leaking.

Event description:
It was reported that the patient experienced underdose symptoms and the physician provided the patient opioids. A volume discrepancy occurred as the expected reservoir volume (erv) was 14.7 milliliters (ml) but the actual reservoir volume (arv) was 2 ml. No diagnostic testing or troubleshooting occurred but was to be performed in the future. The product issue was not resolved nor was the cause determined. The device remained implanted and in-service. As reported, there was no alleged product issue with the catheters. This device system delivered morphine at the time of the event. However, it was also reported that the in the past morphine 10 milligrams (mg)/ml and bupivacaine 20 mg/ml were in the pump. The physician did not use the company refill kit for the refill everytime and sometimes he used other needles with the huber-schliff. Reportedly, it was possible that he used this needle also to pull up the drug in the syringe. At the time of the report the patient's status was reported as alive-no injury. Further information revealed the patient was ¿fine¿ at the moment with oral opioids. A revision was planned for the pump and catheter in the next three weeks. Both products were expected to be returned. The physician also shared that the first volume discrepancy was seen on (B)(4) 2014 and before that the pump worked properly. It was now noted that the physician always used needles with huber-schliff, but not always the company refill kit. However, the nurses also did refills and it was unclear as to which needles they used. Additional information was requested to verify the resolution and patient¿s status post intervention however; this information was not available at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.